Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect following an implant. During the implant testing the patient reported feeling stimulation, and post-implant the patient felt no stimulation on the right side. It was later reported that the stimulation system was removed "quite some time ago" because the patient needed an MRI. At the time of the removal system was working "fine."